Manufacturer narrative:
(B)(4) - the reported event of tip detachment. A visual examination of the returned device revealed that the guidewire had two bends and that the section between the teflon sleeve and corewire was damaged. Closer examination revealed that the spring tip had fractured and detached from the ballweld section. The fracture was found to be due to a torsion overload which is related to the manner in which the guidewire is handled during the procedure; therefore, "handling damage" is the selected root cause. A DHR (device history record) review was performed and no deviation was found.

Event description:
It was reported to boston scientific corporation that a jagtail guidewire was used during a ercp (endoscopic retrograde cholangiopancreatography) procedure on (B)(6) 2011. According to the complaint, when the jagtail was connected to a extendable jagwire the connection was loose. There was no damage reported to the device. The procedure was completed with another jagtail and jagwire with no patient complications. The patient's condition has been described as "good." On (B)(6) 2011 investigation results revealed that the tip of the jagtail had detached, making this a reportable event.